Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and the cine hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the intermittent loss of cine functionality, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There was no report of patient injury or death.